Event description:
Patient had foley placed this morning at 0700. Patient was in the bathroom when he became diaphoretic and felt like he was peeing. Foley fell out. Patient helped back to bed by staff, vital signs stable. Foley checked and appears balloon broke inside of patient causing it to fall out. Foley sequestered and sent to supplies for investigation. New foley placed in patient.